Event description:
It was reported during an aneurysm stenting and coiling procedure, the physician implanted a coil following deployment of the stent, and the coil perforated the aneurysm resulting in hemorrhage. No further details have been disclosed at this time.

Manufacturer narrative:
Expiration date: unk. Device MFR date: unk.